Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed healthcare professional from (B)(4) of break in aseptic technique and peritonitis in a patient coincident with dianeal 4.25% ultrabag therapy. On an unreported date, the patient began treatment with dianeal 1.5% ultrabag therapy with lot number 1205001 (dose and frequency not reported) intraperitoneally for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, a patient experienced a break in aseptic technique, described as patient made a mistake. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was patient made mistake/break in aseptic technique. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin 2 gm, injection meropenem 500 mg, and injection tobramycin 20 mg one exchange per day.

Manufacturer narrative:
(B)(4). The product code is unknown, therefore 510k number is unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This complaint for a use error - breach in aseptic technique issue and peritonitis is confirmed, because the nurse reported a break in aseptic technique by patient described as patient made a mistake. The cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident.